Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgm454515/(B)(4), tgmr373720/(B)(4) a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The instructions for use (IFU) states: complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: death.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with three gore® tag® conformable thoracic stent grafts with active control system (ctag a/c). Post deployment of all the devices when removing the last device delivery catheter via a sheath, the patient coded. Cardiopulmonary resuscitation was performed and the patient stabilized. Angiography was performed and showed that all looked good. The patient was closed up and completion angiography was performed and showed all looked good. While still in the operating room prior to transfer, the patient coded again. Attempts at resuscitation were not successful and the patient expired. The physician suspects the patient suffered a massive myocardial infarction (mi) however this was not confirmed. The physician reports there were no allegations as to a device deficiency, all devices performed as intended with good results.